Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his infusion set was clogged and that he was getting a no delivery alarm. The customer¿s blood glucose was 400 mg/dl. During troubleshooting, the customer stated that the event was resolved by an infusion set change but the customer did not have the infusion set to return. The infusion set will not be returning for analysis.